Event description:
A report was received that the pt is experiencing swelling at the paddle lead site. The physician checked it for fluid by inserting a needle but nothing came out. The pt went in for a cat scan which confirmed an abscess. The pt was explanted and prescribed IV antibiotics. The pt has swelling at the ipg site also. The devices were working properly and no culture was taken.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.